Manufacturer narrative:
The guide wire has not been returned for eval; therfore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported via user facility medwatch report# that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a guide wire fracture occurred. The lesion being treated was located in the proximal segment of the left anterior descending (lad) artery and the circumflex marginal branch, the vessel and lesion characteristics are unk. While attempting to advance the pt graphix j-tip guide wire into the circumflex artery, a second pt graphix straight tip guide wire was introduced into the circumflex for extra support. The lesion was then dilated with a non-bsc balloon. Post dilation, the balloon and both guide wires were removed. It was then observed that the tip of the pt graphix j-tip guide wire had fractured and remained in the proximal lad. Several attempts at retrieval, with an unspecified device, were unsuccessful. The physician elected to leave the tip of the guide wire, due to its location. A non-bsc closure device was used. The pt underwent additional angiography to ensure stability and was discharged without further complications. Additional info has been requested.